Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during preparation, it was noticed that the xpert stent was prematurely, partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned with the tuohy borst valve open. The outer tube had a kink at the distal end of the shrinking tube. The stent was partly deployed by 8 strut rows. The device was flushable and guide wire compatible. The outer tube was freely movable. Stent deployment was performed without showing any abnormalities. Neither the stent nor the stent area showed any abnormalities. The instructions for use (IFU) states that the user should ensure the tuohy borst valve is locked during preparation of the device. No evidence of a manufacturing issue was detected, based on the investigation findings. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.